Event description:
It was reported that the pump exhibited a volume accuracy failure. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D4. Primary UDI number: corrected. D9. Date returned to mfg: 18-jan-2024. H6. Investigation codes: updated. Investigation summary: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The cause was the expulsor was out of speculation. The expulsor was replaced to resolve this issue.